Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4 lbs due to moisture damage the force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown mg/dl at the time of incident. The customer stated that the insulin was squirting during manual prime process. The customer stated that the piston continued to move forward after reservoir contact. The customer stated that there were no numbers appeared on screen or beeps heard. The customer stated that they were unable to exit prime. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The insulin pump will be returned for analysis.